Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A doctor reported two plus cells in a patient's right eye one week post laser assisted cataract surgery. Upon follow up, patient continues to be monitored.

Manufacturer narrative:
Inflammation can be influenced by a variety of factors including injury and disease. Without patient ocular history or information regarding the treatment on the patient, it cannot be determined whether factors external to the system contributed to the reported event. Additionally, no technical services were requested or performed for the reported event. Without a system evaluation of the system, it cannot be determined whether the system contributed to the reported event. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Additional information provided in describe event or problem. (B)(4).

Event description:
Upon follow up, in the physician's opinion the cause of the event came from the surgery process and is not related to laser.